Manufacturer narrative:
Date of event: (B)(6) 2010 additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had a (B)(6). The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a (B)(6) infection. The patient underwent an explant procedure.